Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Event description:
It was reported that an 8110 syringe module was affected by plastic recall and sizer misalign recall and unit also affected by syr/pca sizer misalign recall r111 and r090. There was no reported patient involvement.